Event description:
Two falsely elevated troponin I results of 24.21ng/ml and 3.10nng/nl were obtained on two patient samples. The results were not reported to the physician. The original samples were retested and results of 0.00ng/ml and 0.00ng/ml were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I results was sticking mixers.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was sticking mixers. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is now operating within specifications.